Manufacturer narrative:
An event of large circumferential pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 14f amplatzer steerable delivery sheath. The patient was prescribed a dual antiplatelet therapy (dapt) post procedure. Immediately after the procedure and the following day, the patient had no adverse effects. The patient was discharged. 48 hours after implant, the patient presented to the emergency room with chest pain. An echocardiogram was performed and showed a large circumferential pericardial effusion on the appendage and circumferential pulmonary vein. The patient also experienced cardiac tamponade. An emergency pericardiocentesis was performed. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.